Event description:
It was reported that deflation failure occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilation. However, after the balloon was inflated to nominal pressure, the inflation device would not deflate the balloon nor going negative on syringe twice. The balloon was pulled out from the body in inflated state. The procedure was completed with another of the same device. No patient complications were reported.